Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient stated that the reaction occurred 2 days after sensor insertion. Patient described the reaction as hives in the shape of a square, in the middle of the sensor pod. Patient treats the affected area with topicort cream, prescribed by physician on (B)(6) 2015 for skin rash. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).